Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, only one third of the helix would extend into the tissue despite multiple turns and the right ventricular (rv) lead dislodged. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the helix is likely bent inside the sleevehead. Helix could be extended, and retracted. But helix bent visible in extending position. If information is provided in the future, a supplemental report will be issued.